Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed and noise was reproduced on the discrimination channel. The suspected root cause of the event was rv lead damage. No further intervention was performed. The patient was stable and will continue to be monitored.